Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic endobronchial ultrasound the needle broke in two pieces into the patients lung and was retrieved resulting in a delay less than 30 minutes. The procedure was completed using a backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h2, h3, h4, h6, h11 the device was not returned and the reported failure was not confirmed. The most probable cause of the complaint is cause not established which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.